Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date.as no lot numbers were provided for the devices, the device history records could not be reviewed.while a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced.should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on the right side. Currently, the patient is being monitored due to cyst formation and metallosis. Since the exact implantation date was not reported, it will be entered as the first day of the first month of the year reported (2008).

Manufacturer narrative:
Due to the fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component on (B)(6) 2008 and was revised on (B)(6) 2015 due to pain, discomfort, cyst and metallosis.

Manufacturer narrative:
This report is being amended to reflect changes in (B)(4). This information was reported in error on follow up 0009613350-2015-01233-1 sent on april 05, 2016.

Event description:
Revision; pain, discomfort, cyst and metallosis; durom.